Manufacturer narrative:
(B)(4).

Event description:
A trial patient reported she had developed a urinary tract infection (uti) and yeast infection. She was on antibiotics and had not been able to urinate for the past few days. Follow up is being conducted to determine if the patient had a history of utis prior to the start of her trial, the cause of her uti, if it was related to her underlying urinary dysfunction, and if it was related to her device or therapy. Follow up was also being conducted to determine the troubleshooting performed related to the patient's inability to urinate and the action/interventions taken to resolve the issue. If additional information is received, a follow-up report will be sent.